Event description:
It was reported during the procedure, when the subject stent was advanced inside the catheter to the treatment site, resistance was encountered and the stent became stuck. When the physician tried to remove the stent, the delivery wire was detached and the stent remained in the catheter. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H3: device evaluated by mfg ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was received deployed within the lumen of the sl-10 microcatheter, which is aligned with the event description. The introducer sheath and stent delivery wire (sdw) were returned. The catheter was noted to be intact. All 3 marker bands were present on both ends of the stent. The stent was noted to be deformed at the proximal (closed cell) end. The sdw was kinked/bent at the distal tip. The introducer sheath distal tip was found to be intact. Functional inspection was unable to perform as the stent was returned in a deployed state. The reported event of stent deployed prematurely during use was confirmed during device analysis. The reported event of the stent difficult/unable to advance or pullback through catheter could not be replicated as the stent was no longer loaded on the sdw, however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the physician fully hydrated an atlas stent and attempted to deliver it through the microcatheter; however, significant resistance was encountered during the process, causing the stent to become stuck inside the microcatheter and preventing its successful delivery to the intended position'. A product condition update was provided which states that 'when the stent got stuck inside the microcatheter, it could not be advanced or retracted, and finally the operator pulled the delivery wire out and the stent left inside the microcatheter'. The stent was returned for analysis in a deployed condition inside the proximal section of the microcatheter. Part of the stent was also present inside the microcatheter hub. Once removed, the proximal (closed cell) end of the stent was noted to be deformed. The introducer sheath was returned for analysis and was undamaged. The stent delivery wire (sdw) was returned and was noted to be kinked/bent at several points towards the distal end of the wire. If the rhv vent cap is not sufficiently tightened, it is possible for the sheath to experience minor inadvertent proximal movement after it has been correctly positioned inside the rhv/microcatheter hub. Proximal movement of the sheath in the hub would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience increased resistance while attempting to advance the stent into and through the proximal section of the microcatheter, resulting in possible damage to the stent and sdw. Upon realizing this through increased resistance, the user may then attempt to withdraw the stent. During this action, as the stent begins to transfer into the molded hub of the microcatheter, the distal bumper of the sdw can slip through the stent, leaving part of the stent deployed prematurely inside the proximal section of the microcatheter. This is aligned with the event description and the analysis findings. The as reported event of the stent deployed prematurely during use and stent difficult/unable to advance or pullback through catheter as well as the as analyzed damage of the stent deployed prematurely during use, stent deformed, and sdw kinked/bent will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural factors during use.

Event description:
It was reported during the procedure, when the subject stent was advanced inside the catheter to the treatment site, resistance was encountered and the stent became stuck. When the physician tried to remove the stent, the delivery wire was detached and the stent remained in the catheter. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.